Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was able to duplicate the reported issue. The fsr found that the patient circuit set-up was different from conventional set-ups and they were not using a vyaire filter/water trap assembly. They were using a filter that was plugged directly into the rubber elbow of the flow sensor and the filter diameter was large enough that it does not fully engage on the rubber fitting. The fsr found this connection loose and was causing a leak. Est (extended systems test)/ovp (operational verification procedure) was performed with a test circuit and patient circuit. It was suggested to use a vyaire filter/water trap. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator would not cycle. There is no information of patient involvement associated with the event as of this time.